Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 2 signal connectors connecting the display adapter pcb assembly were evaluated and repaired. The system was tested and found to be working as intended and returned to service.